Event description:
Medtronic defective device?/ medical malpractice? I had my doctor remove the medtronic implant tuesday the (B)(6) and feel much relieved now. I believe these leads were moving around in me freely as much as 6 inches or more from where they were originally placed, x-rays would show the severe pain this movement was causing me. The pain I am in at this time has me wondering how well the surgery went. Did the doctor cut me too much to take out the broken wires he was removing? I should mention here that dr (B)(6) is not a surgeon. However, that's the least of my concerns right now. As I mentioned. I have had and am still having major pain and suffering from this implant and realize that this company was just using me. I saw a segment on (B)(4), monday the (B)(6) about how it can or can not help you. Also I feel medtronic reps had no concern for me and never offered any help or solutions which was very upsetting to me. When I was in the waiting room (B)(6), the medtronic rep walked into the doctors office and I had to address him. He would have just passed me by if I hadn't addressed him. And he knows me! After that initial greeting I never saw the rep again. I presume he was there only to collect the mechanism, which I felt I was entitled to keep in my possession. (I asked for the mechanism and was told that I could not have it.) When I had the operation, did I buy the mechanism or did I just rent it? Considering the mechanism cost (B)(4), I think I have a right to know! The fact that the medtronic people showed no concern and made me feel like a worthless guinea pig leaves me with a feeling of hopelessness and helplessness as to my future and quality of life. I still do not have the funds or know how to pay for this operation. Dr (B)(6) and I agreed that there would be no cost to me as I told him I could not pay anything at anytime for this. He did cancel the initial bill for (B)(4). I would like to pursue this matter because I feel very strongly that, in addition to helping me, other people should know what this company is doing. No one else should ever have to go through the pain and suffering that I have. The lack of concern and the riskiness of the machinery alone, is enough, but the insufferable pain endured is unforgivable. I am pleading with you to help in this cause. I have severe back problems and (B)(6) 2012 I had a medtronic neurostimulator device surgically implanted. On (B)(6) 2012, replaced broken leads (B)(6) 2012 replaced broken leads. In (B)(6) 2013 I had this device surgically removed because the wire leads inside kept breaking. Problem is they forgot to remove some parts, for over a year after the device removal surgery there are still forgotten parts in me causing tortuous back pain. With this broken lead still sitting on my upper back nerves it is now protruding through my skin. Just had x-rays taken (B)(6) 2015 and for sure there is still a 6" medtronic lead that was forgotten. It has been over a year now living with this pain in my back and no one doctor has realized I have a broken medtronic lead that was never removed. (B)(6).